Event description:
Information received from the field does not address the patient's clinical status but notes high ventricular thresholds. The device was programmed to 7.0 v, 1.5 ms in the ventricle.